Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced no low audio alert from the dexcom receiver and low glucose values. The patient stated the receiver did not alert while they were experiencing hypoglycemia. The patient checked their glucose reading and the blood glucose meter was reading 55mg/dl. The patient contacted dexcom technical support and it was reported that the patient was lethargic and slurring words. The patient stated they would drink juice and call back. Further contact was made with the patient half an hour later and the patient indicated they ate a piece of apple pie and drank juice, which brought their glucose levels up. Additionally, it was indicated that the patient did not have the alert setting turned on for the low alert and had the receiver setting to vibrate only. At the time of further contact, the patient was in normal condition. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause was not determined.